Event description:
It was reported that patient was revised approximately two years post-implantation due to shoulder dislocation, loosening of the poly and tray, disassociation of the taper adapter and baseplate, wear of the poly, and metallosis. X-rays were provided and reviewed by a healthcare professional. It was noted that there is also regional soft tissue swelling and bone quality is osteopenic. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-00605; 0001822565-2023-00606; 0001822565-2023-00608; 0001822565-2023-00609. Device product code - phx. Patient was implanted on an unknown date in 2021. Concomitant medical product(s): item# 00434904011; lot# unknown; item# 00434906606; lot# unknown; item# unknown taper adapter; lot# unknown; item# unknown tray; lot# unknown. Initial report source: foreign - event occurred in belgium customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: item# 00434904011; lot# unknown, item# 00434906606; lot# unknown, item# unknown stem; lot# unknown. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: there is inferior dislocation and glenosphere displacement as noted. Implant fit is maintained. Bone quality is osteopenic. The humeral implant is dislocated inferior to the remaining baseplate. There is no osseous fracture and no evidence of implant loosening. There is regional soft tissue swelling. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.